Event description:
Pt reported that a comparison between the surestep meter and a hcp meter was 84 mg/dl (ss) and 257 mg/dl (hcp) (67% difference) while in a fasting state. Control solution test result (67) was low - outside range. The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.